Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed to charge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was observed. However this is not an indication of a device malfunction. The device involved has a manufacture date of 12/2004, which would need to be updated in order to accommodate the onestep complete series of electrode pads. Therefore this investigation is being closed as device meets specification. The device was recertified and returned to the customer. No trend is associated with reports of this type.